Event description:
During an unspecified pta treatment procedure, deflation difficulties were encountered with the symmetry balloon. The physician used a 5f cordis introducer sheath for vascular access via an antegrade puncture and a v-18 control guidewire to cross the lesion. The symmetry balloon was inflated to 10 atms using a kimal inflation device and a half-and-half mixture of contrast solution. Following angioplasty, the balloon would not deflate - even with a 50 ml luer-lock syringe pulled to generate maximum negative pressure. Ultimately, the balloon was removed in an inflated state through the arterial wall, as it would not deflate despite partial retrieval into the introducer sheath. Post balloon removal the pt experienced hypotension. CT scan confirmed a small retroperitional hematoma (~150- ml), which deplayed the pt's discharge from the hospital by approx 72 hours.